Event description:
While performing onsite maintenance for the device, a philips authorized service personnel (asp) discovered that the pins on the battery pca were bent. There was no reported patient involvement/adverse patient impact.

Event description:
While performing onsite maintenance for the device, a philips authorized service personnel (asp) discovered that the pins on the battery pca were bent. The damage was discovered via visual inspection by the asp. As a result of the damage, it was determined that the battery pca needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further investigation is warranted related to the resolution of this event.. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J3 is bent.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.